Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. Visual eval of the stopcock revealed no visible defects. The sample was functionally tested per specification. The handle on the stopcock assembly turned freely and the handle was noted to be fully seated in the stopcock body. The stopcock sample was then subjected to a pressure test per specification and was noted to leak at the handle to the body interface. The house retain samples for the reported lot were also physically pressure tested for leaks per specification. All samples passed the leakage test. The sample, and all available information has been provided to the actual manufacturer for eval. If any pertinent info is received from the manufacturer, a follow-up report will be filed.

Event description:
As reported by the use facility: stopcock leaked causing radioactive contamination. Reports the leak occurred on the side with no connections at the seam. Additional info provided by the facility indicated the set was hooked up and did not leak. When the drug fdg was administered the set began to leak. She reported there was no pt harm, but technician more exposed because she had to stay in the room till the radioactivity dissipated.